Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent loss of capture due to dislodgement of the right ventricular (rv) and left ventricular (lv) leads was observed during an elective procedure. Both the rv and lv leads were explanted and replaced. Alerts for high undefined rv unipolar and bipolar pacing impedance occurred during the procedure. It could not be determined if the alerts were related to the chronic or the replacement lead. No patient complications have been reported as a result of this event.